Event description:
On tow different days, two donors were typed using the automated roysys plato microplate system and immucor blood grouping reagents. Donor #1 was typed and labeled as b positive. It was later confirmed to be asubb pos. Donor #2 was typed and labeled as o positive. It was later confirmed to be asub positive. The immucor anti-a did not react with these donor red cells. Repeat testing with another MFR -ortho- anti-a gave strong -2+- reactions with these donor red cells. Immunor notified.